Manufacturer narrative:
Product complaint (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications (febrile urinary tract infection, urine leak, urinary function problems) described in the article? Does the surgeon believe there was any deficiency with the ethicon products used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics. Citation: journal of robotic surgery https://doi.org/10.1007/s11701-020-01048-9. Events were submitted via 2210968-2020-02600. (B)(4).

Event description:
It was reported by journal article with title: robot-assisted orthotopic ¿w¿ ileal neobladder in male patients:step-by-step video-illustrated technique and preliminary outcomes. The objective of this study was to describe the authors¿ step-by-step technique for robot-assisted orthotopic ¿w¿ ileal neobladder (inb) for urinary diversion following radical cystectomy for oncological purpose, and to report the outcomes of this technique for the first six male patients treated at their center. Six males with mean age of 59.5 years (range 35¿71), who underwent radical cystectomy (rc) with pelvic extended lymphadenectomy (plnd) for the treatment of a bladder cancer between november 2016 and june 2018 by a single robotic surgeon were included in the study. The mean follow-up was 11 months. For the positioning and port placement, bowel marking was done using monocryl®. For bowel division and anastomosis, a 3¿0 violet dyed vircyl® was used for end to end small bowel anastomosis. For urethroileal anastomosis, a 3¿0 double armed stratafix® running the two ends from 6 o¿clock to 12 o¿clock on each side was used for the circumferential continuous anastomosis between the neobladder and the urethra. For the w orthotopic inb configuration, 3 stay stiches using 3¿0 violet-dyed vicryl® were positioned at regular distances on the limbs. The posterior plan was sutured with continuous suture of single armed 3¿0 stratafix®. For the bilateral uteroileal anastomosis, the ureter was sutured to the chimney end using a continuous suture of double armed 3¿0 stratafix. One patient had was readmitted for a febrile urinary tract infection 1 week after the idc removal and given antibiotics. Two patients reported urine leak once a day. One patient experienced a urinary function problem described as very small problem, two described it as a small problem, and one described it as a moderate problem. The authors concluded that the results from these first six cases using the technique described in the methodology were promising with encouraging early functional outcomes.